Manufacturer narrative:
Conclusion updated due to receipt of product analysis on 21-nov-2018: during use of a 5f mynxgrip for vascular closure, "the sealant was pulled out from the advancer tube." There was no patient injury. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was retracted to the shuttle handle. The sealant and advancer tube were not returned with the device. Visual inspection at high magnification found that the balloon was free of damage. A device history record (DHR) review of lot: f1815003 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed through analysis of the returned device since the device was received fully deployed. The cause of the issue reported could not be determined during analysis. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue reported since the device showed a complete deployment when returned for analysis. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Additional information provided by the customer confirmed the torn off distal end of the shuttle did not occur during deployment; therefore, it is unlikely to have contributed to the issue reported. Neither the DHR review, nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During use of a 5f mynxgrip for vascular closure, "the sealant was pulled out from the advancer tube." There was no patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. The device history record (DHR) review of lot f1815003 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the instructions for use IFU), which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Event description:
During use of a 5f mynx grip for vascular closure, "the sealant was pulled out from the advancer tube." There was no patient injury and the device will not be returned for analysis.

Manufacturer narrative:
The device was returned and section was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.